Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definite cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior thoracic decompression and fusion surgery due to thoracic spondylotic myelopathy at th9/12. Intra-op, while performing final tightening, the tip of the driver's shaft was broken, the broken part was stuck in the non-break off set screw and could not be removed. Broken fragment remained in the patient. There was a delay of less than 60 min in overall procedure time as a result of this event. Product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with torsional overload. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.